Event description:
It was reported that a patient with a 23mm 3300tfx pericardial aortic valve was scheduled for valve-in-valve intervention after an implant duration of 11 years, seven (7) months due to thickened leaflets and stenosis. The patient presented with dyspnea on exertion.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm edwards surgical valve in the aortic position was placed under evaluation for valve-in-valve intervention after an unknown implant duration due to thickened leaflets.